Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, an 840 ventilator started alarming service error and was not delivering breaths to the patient. The patient was bagged and then placed on an alternate ventilator. There was no harm to the patient as a result of the event.